Manufacturer narrative:
(B)(4). Date sent: 04/07/2025. D4: batch#: unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Did the piece fall in the patient and if so, was it retrieved? Did retrieval of the joint cover alter the procedure in any way? If yes, please explain this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the nail plate was deformed, and the nail formation failed. After the incision was closed, the incision margin bled and a foreign body remained. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2025 corrected data: b5 additional information was requested and the following was obtained: is the current patient status known? -discharged was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No how was the bleeding controlled? -suture sewing how much blood was lost (ml)? -unknown did the patient require a transfusion? -no did the piece fall in the patient and if so, was it retrieved? -yes, retrieved did retrieval of the joint cover alter the procedure in any way? If yes, please explain. -no a ec60a was used as the stapler with the cartridge originally reported for this event. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the unknown surgery, after fired, noted the staples malformed and the cartridge damaged. Fragments of instruments fell into the patient. The surgeon then removed the foreign object and manually sutured and reinforced the staple line.